Event description:
It was reported that, upon interrogation of this boxed device, a "do not implant" message was seen. A review of the device downloaded memory confirmed a calibration-constant error occurred in memory. It reset and reloaded good memory but the device was beeping every nine hours. The battery status was 95%. Technical services advised it may not be desirable to implant. There was no patient involvement. The device was not implanted and has been returned for analysis.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, upon interrogation of this boxed device, a "do not implant" message was seen. A review of the device downloaded memory confirmed a calibration-constant error occurred in memory. It reset and reloaded good memory but the device was beeping every nine hours. The battery status was 95%. Technical services advised it may not be desirable to implant. The device was not implanted and has been returned for analysis.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.